Manufacturer narrative:
A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One flotrac device was returned for evaluation. The reported event of svv values too high was not confirmed. When connected, the error message of incompatible sensor was shown on a ev1000 monitor. The flotrac sensor did not zero nor sense pressure on a ev1000 monitor. No visible damage or abnormality was observed from entire unit. Electrical testing on flotrac sensor showed that input impedance and output impedance were within specifications. Zero-offset (-2 mmhg) also met specification. No visible damage was found from flotrac cable connector, cable, solder joints and sensor chip of flotrac unit. Dpt sensor zeroed and sensed pressure accurately on a pressure monitor. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. It is not known if user or procedural factors may have contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use in patient of this flotrac sensor, the stroke volume variation(svv) values provided were too high. They were not the expected ones based on patient's condition. The incorrect values were not compared to any other source, it was based on doctor's opinion. The value provided was unknown. The patient was not treated according the incorrect values. There was no error message displayed. There was no allegation of patient injury. Patient demographics was requested but is not available.